Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue, dim green pump running led, light fluid ingress. The system controller (serial number: (B)(4)) was returned for evaluation following the reported event of low speed advisory alarms. The reported low speed events were confirmed via the submitted and downloaded log files; these are addressed via the pump investigation. The log file did not confirm any issues related to the system controller. The returned system controller was functionally tested and did not identify any issues that affected system function. The root cause for the reported event was not determined through this analysis and could not be correlated to an issue with the returned controller. The device history records were reviewed (shop order #¿s (B)(4)) and the records revealed the heartmate ii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on (B)(6) 2017 in outbound deliver order # (B)(4). Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low speed advisory alarms, low flow alarms, driveline fault conditions replace system controller alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency room due to low speed advisory alarms. They began at 1am, but the hospital did not see any then. The patient was on the mpu (mobile power unit) over night, but the patient put self on batteries and had both alarms on batteries as well. The patient did not have driveline repair history, but had some cosmetic damage to the driveline. Review of the log file captured power spikes and elevations in power and flow intermittent on (B)(6) 2021 not associated with low speed advisories. The data showed 9 low speed advisories on (B)(6) 2021 with speed drops as low as 3890 rpm. The low speed events may be related to something that may have traveled through the pump interfering with the rotor rotation. The second circumstance would be a possible ¿short to shield¿ condition within the patient¿s driveline. If related to a ¿short to shield¿ driveline issue, this type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. The x-rays received are unremarkable. The log did not display any low speed advisories and/or pumps stops while tethered on batteries. The log displayed one transient yellow wrench on (B)(6) 2021 associated with a high power event, which appeared to have resolved. The patient was discharged home and stated that they had a low speed alarm for about 2 seconds. The patient was on batteries at the time and was walking out so they did not hear the alarms because they were wearing ear muffs. The patient later had a low voltage alarm for 37 seconds while on batteries and did not hear the alarm. It was not believed that any equipment was switched. The patient also had significant narrowing of the outflow graft, which appeared to be chronic. It was believed that if the patient had continued low flows then they may need to stent. It was reported that the patient had driveline fault alarms and replace controller alarms, but the patient said they did not get any yellow wrench alarms. The current controller lights were dim and one could barely see the pump running symbol. The driveline appearance had some outer breakage that was covered appropriately with rescue tape. The log file review observed extremely high power readings. The highest power was 25.5 watts. The pi (pulsatility index) readings were very low during this time as well. It appeared something was passing through the pump. There were also driveline faults it was recommended to exchange the controller. The patient was switched to a new controller. The patient was initially fine when the controllers were switched and the new controller was on the regular data cable. The first disconnect was fine, but then when disconnecting the black lead the pump stopped. The speed dropped from 10,000 rpm to 0 rpm quickly. The healthcare professional pressed the pump start and it tried to start again, but it then went off. The patient became symptomatic and near syncopal. The patient was then switched to battery power and the pump resumed at 10,000 rpm. There was no obvious pump thrombosis. The patient was sent for hospital admission. The patient was put on orange cable and some disconnects were done. The log file review revealed a short to shield when connected to the power module. The log file review of the new controller captured the elevated pump powers and the pump stops events using either battery power or non-grounded cable. The patient was transplanted over the weekend due to the suspect of an internal short to shield. The pump will be returned. Related manufacturer report number: 2916596-2021-00500 (adverse event).